Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports that the insulin pump is telling her to change sensor when it is not due to be changed. Customers blood glucose value is 400 mg/dl. The device is not expected to return.